Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on the bd microlance¿ needle hub/adaptor before use inside the packaging. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: I am emailing concerning a bd microlance 3 needle (cat # 304622, lot # 1501 06) that was found to have a black mark on the pink ¿needle hub/adaptor¿ underneath the sheath covering the needle. This was found inside the packaging of the needle and as it was underneath the needle sheath, the black mark was likely introduced during the manufacturing stage.

Manufacturer narrative:
Investigation summary: bd has been provided photos and samples for catalog 304622 lot 150106 to investigate for this record. Visual examination of the photos shows an extremely small black particle on the hub. The samples have been carefully examined under magnification and any particle that was observed in the photos loosened before the sample was sent to the manufactures site. On a different sample that was sealed, small black spots were found. As a result, bd was able to verify the reported issue. Bd has concluded that the origin of the foreign matter may be some residue of any auxiliary component of the packaging machine. Because of some printing residue- like ink or some foreign matter of the film during some unexpected movement, this particle dropped off and remained stuck. Any activity in the machine is performed following all the preventive measures defined in our procedures. Bd is confident this has been an isolated issue based on the preventative measures and our stringent sampling inspection efforts. As this is the first time this lot is being reported, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that black foreign matter was found on the bd microlance¿ needle hub/adaptor before use inside the packaging. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: I am emailing concerning a bd microlance 3 needle (cat # 304622, lot # 1501 06) that was found to have a black mark on the pink ¿needle hub/adaptor¿ underneath the sheath covering the needle. This was found inside the packaging of the needle and as it was underneath the needle sheath, the black mark was likely introduced during the manufacturing stage.